Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 475 mg/dl. Customer's parent reported that customer had a high blood glucose reading and was throwing up. Customer was taken to the hospital for treatment. High blood glucose event began on (B)(6) 2018. The customer was not wearing the insulin pump less than 48 hour prior to hospitalization. The customer's parent reported that the insulin pump had a motor error alarm during bolus delivery. Customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. A motor position encoder error was found in the insulin pump alarm history. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with motor error alarm during basic occlusion test due to moisture damaged inside force sensor resistor. Motor passed motor test. No motor position encoder error alarm noted during testing or in the alarm history. Unable to perform basic occlusion test, occlusion test or dat test due to motor error alarm. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.